Event description:
Information received regarding the explanted device notes exit block with high capture thresholds >7.5v, 1.5ms. Impedance increased from 812 ohms to 1520 ohms. There were no consequences to the patient.